Event description:
It was stated liquid leakage from the base of the yellow connector on the extension tube connection side. This occurred during priming.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.